Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a review of the pump¿s history showed no evidence of drastic voltage drops; however several reboots were observed. The pump powered on; however testing was unable to be completed due to an unrelated display issue. The pump cover was opened and no intermittent connection was found to the circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump felt very hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.